Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01829. It was reported that the patient presented in clinic for a follow up. During device interrogation, the ring conductor of left ventricular (lv) lead appeared to be failing which resulted in high pacing impedance and high capture. The patient was very sensitive to alterations of the pacing parameters. The right ventricular lead also caused patient discomfort so it was turned off. Programming changes were made. Further intervention was discussed. The patient currently is paced on lv only and will continue to be monitored.